Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side device "has become flat." Healthcare professional report a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, linear opening. A leak test was perform and was found one opening. A microscopic analysis identified: a linear smooth opening on radius side in the same location of crease assessed as fold flaw opening. Fill inspection was performed and identified no blockage in the valve. Also, observed void (1.5mm)on valve side out specification per qa199.06 code (vv). It is assessed as workmanship. Based on the device analysis the final assessment is: a crease smooth opening assessed as fold flaw opening.

Event description:
Patient reported a left side device "has become flat." Healthcare professional report a left side deflation. Device has been explanted.

Event description:
Patient reported a left side device "has become flat." Healthcare professional report a left side deflation. Device has been explanted.

Manufacturer narrative:
Further investigation results: according to the information gathered during the investigation, there is enough evidence to support that devices from work order 1521572 were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications.